Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead threshold rose significantly after the patient left the hospital and was high. The r -waves decreased at the same time that the threshold rose. The patient felt ventricular pacing "like an electric current" as pain in their abdomen. There was also a perforation. The lead was programmed off and subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.